Manufacturer narrative:
Additional information was provided in a.2., a.3., b.2., b.3., b.5., b.6., b.7., h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The file will be reopened if the sample is received the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated negative dysphotopsia and iol rotated 10 degrees off and on post operative visit the lens showed to be in the correct position.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia. The iol was exchanged for another with atiol lens approximately 8 months following the initial implant procedure. Additional information was requested, but no further information is available.